Manufacturer narrative:
(B)(4). The customer reported to philips that they determined their paddle set was defective. Replacing the paddle set resolved the problem. There is no indication of a systemic problem or emerging issue involving the symptom associated with this complaint as supported by periodic quality monitoring.

Event description:
The customer reported to philips that they determined their paddle set was defective.